Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the self closing valve leaked water as soon as it stabs into the eye before vitrectomy surgery. The surgery was completed on the same day. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Three opened 25 gauge (ga) trocar assemblies were received for the report. Samples were visually inspected, and all were found to be nonconforming with damaged septum/ angled slit was observed. Functional leak test could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received for all the samples confirms the self-closing value leaked water as noted by the customer. The damaged condition of the valve could have contributed to the reported event. How and when the valves became damaged could not be determined from the evaluation and the investigation was unable to verify the root cause or origin of the reported event. A contributing factor to the damage in samples is during insertion/removal of the instruments from the trocar cannula during surgery. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive for samples, further investigative or manufacturing actions are not warranted at this time. This inspection includes evaluation for damaged valves. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.